Manufacturer narrative:
(B)(4) date sent: 01/07/25 d4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Unknown how much blood was lost (ml)? Unknown. Not much did the patient require a transfusion? No. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy procedure, after fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 1/16/2025. D4 batch #: e240000479. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was returned with no apparent damage and with the closing trigger and anvil in the closed position. One cecr60b reload was returned along with the device. The reload was received partially fired 1/16. Also, the knife was noted partially advanced, the red manual knife reverse button was activated, the firing trigger was squeezed, and the knife returned to the home position as expected. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24110016, and batch number e240000479 no non-conformances were identified.